Event description:
The procedure was performed in another country. Cas procedure with femoral access. The green catheter of the spiderfx was positioned in the internal carotid and when the surgeon pushed the spiderfx in order to deploy it, the spiderfx came through the guide wire rx port and was deployed in the external carotid. No pt injury was reported and pt is in good condition.